Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low r-wave waves and high capture threshold on the right ventricular (rv) lead. Chest x-ray was performed and revealed that the rv lead had moved. The patient experienced chest pain and it was noted that the rv lead had perforated the heart. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient condition was stable after the procedure.